Manufacturer narrative:
Product ID: 3389-40, lot# j0519623v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3389-40, lot# j0337471v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the ins lights on the programmer were not illuminated, and the caller stated the ins light had been blinking for the past couple weeks. It was suspected that the battery was depleted, and the caller was surprised it had depleted so quickly. The ins battery depletion was normal. It was noted that the patient was in a nursing home and had been there for 5 years. The patient had full mental capacity but her body was failing her due to several strokes she had suffered not related to her parkinson¿s, the patient had one stroke on her left side and two strokes on her right side. It was noted that the caller thought the most recent stroke was caused by her blood pressure medications. It was noted that the hcp would not replace the battery because of the patient¿s current condition. It was reported that the patient had tightness in her right arm but she had not seen any tremors like the patient used to have. It was reported that the neurosurgeon replaced the patient battery 2-3 years ago but there was no record of ins replacement in drs. The most recent battery on file was from 2004. It was reported that the patient had a feeding tube. It was noted that before when the patient would turn therapy off she would notice a tremor or signs but now she was not seeing those signs. The left arm was flaccid and the right arm was very tight. It was reported that the patient was still so alert and she was not on any medication. It was reported that the patient would get an occasional uti, but that was it. It was later reported that the hcp had an operation report dated (B)(6) 2008. The report stated that a "kaletra dual stimulator" was placed. It was unclear if this meant soletra or kinetra.

Manufacturer narrative:
(B)(4).